Manufacturer narrative:
The warnings in the package insert state facial swelling and/or pain and facial nerve dysfunction are possible adverse events. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of four for the same event, see also 1032347-2015-00271, 1032347-2015-00272 and 1032347-2015-00273.

Event description:
Through the (B)(4) study the patient reports experiencing the follow symptoms on both the right and left side prior to the joints being implanted: pain, swelling, difficulty opening mouth, interference with eating, muscle spasms and rigidity in her face. After the joints were implanted she reports pain on the right side only and that she indicates is better in comparison to before the joint was implanted. She reported swelling on both the right and left side and also indicates it is better in comparison to before the joint was implanted. She also reports additional diagnosis of trigeminal neuralgia, tmj pain dysfunction, two possible infections and states her oral surgeon advised it may be getting close to time to replace the joints. She reports seeing a neurologist for pain management; she has received pain medications, nerve blocks, trigger point injections and muscle relaxers. When asked to describe the level of satisfaction with her tmj replacement surgery, she stated she is very satisfied, except for the two damaged nerves she alleges she got during the surgeries. The implanting physician's office was contacted, they stated there are no indications in the patient's records that reflect any infections or revision surgeries.